Event description:
This was a (B)(6) male that presented (B)(6) 2012 as an outpatient for an av graft thrombolysis with balloon angioplasty and mechanical thrombectomy due to a dysfunctional graft and venous limb thrombosis. No complications during the procedure were noted. The impression of the interventional radiologist: thrombosed venous limb of the av graft, treated with thrombolysis, mechanical thrombectomy, and balloon maceration with restoration of graft patency. There were add'l findings that include high grade venous anastomosis stenosis that demonstrated an element of recoil. This was treated with sequential balloon inflation, with initial satisfactory venographic result. The pt will be reevaluated in approx one week with respect to the venous anastomosis with graft study. The arterial limb of the graft is patent and there are at least two large graft to vein fistula collaterals that decompress the arterial limb and plans are to address this in one week, with potential embolotherapy of collaterals. On (B)(6) 2012 at 1219, the pt returned as an outpatient for re-thrombosis of av fistula. Per procedure report: lysis was unsuccessful. During lysis a 6 mm balloon angioplasty of the venous anastomosis was performed. The graft was manipulated. Flow was present within the proximal segment, which appeared to be venous, of the graft which showed venous branches on prior study. The graft never cleared of thrombi and thrombi were seen up the cephalic vein. Some narrowing was noted in the upper cephalic vein and therefore the entire cephalic vein was dilated using a 8 mm balloon. Multifocal stenosis were identified. At the level of the scapula, the balloon failed and burst. At this point the catheter became very difficult to withdraw. One hundred micrograms of nitroglycerin were instilled to relive any spasm and the catheter was slowly withdrawn, but ultimately stopped in the mid humeral region. Ultimately the catheter fractured between the markers on the balloon catheter leaving an approx estimated 2 cm fragment in the cephalic vein. At 1505 another ir procedure performed to place a tunneled vascular access device that was required for the pt to continue his dialysis treatment. In review of the procedural report the interventional radiologist felt that the fragment would be unlikely to migrate and cause pt harm.